Manufacturer narrative:
The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Per the available information, it is likely that patient condition and medical history may have caused or contributed to this event. Explants of rings at sometime during a postoperative period (> 0 days) are typically performed for a failed valvuloplasty repair. These typically do not represent a malfunction of the annuloplasty ring, but they do require reoperation. There has been no information to suggest a device quality deficiency during manufacturing that may have caused or contributed to this event.

Event description:
Patient was inquiring regarding a leak around his mitral valve which had an edwards' annuloplasty ring implanted as repair. The email states the following: " I have your model 4400 annuloplasty ring on my mitral valve. I will be visiting with my surgeon when he is available in 10 days. I have already had a visit with my cardiologist. The implant was done on (B)(6) 2011, and now I apparently from what they have seen with the echo and the tee, there is leakage around the ring. They have guessed that sutures may have come loose and thus I am anemic along with having to deal with a fix. I just wonder if you have any percentage experience with this occurring? I will get some answers from the medical folks and I'm curious what information, that I could understand, you could provide me prior to the upcoming appointment with the surgeon. Obviously, it requires a repair and should you have any material about whether this could be done robotically it would be of interest. That, I understand may be outside your knowledge. Any thoughts are appreciated." The patient was contacted by edwards physician and quality personnel, where multiple conversations were held to answer questions the patient had. Then, a voicemail was received from the patient on the morning of (B)(6) 2011 indicating as follows: patient had surgery on monday (B)(6) 2011 where the ring and the native valve were replaced by a bioprosthetic valve. Patient indicated the ring itself never became loose from the annulus, however, there was substantial amount of calcium, so the sutures did not hold. Patient sounded good and stated he is feeling good after surgery. Patient was very thankful for edwards interest and communication to answer his questions.